Event description:
It was reported to philips that geometry was intermittently unavailable due to a loose geo module connector on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reseated and tightened the geo module connector, and the system was fully functional. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).